Manufacturer narrative:
Zoll has not received the li-ion battery ((B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that the li-ion battery (sn (B)(4)) doesn't work with the autopulse platform system and the multi-chemistry battery charger (mcc) showed fault red light. No patient involvement.